Manufacturer narrative:
Additional information was received from the customer that identified that this event should be re-evaluated for MDR reporting, new information revealed that the device did not break inside the patient. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date

Event description:
It was reported that during a shoulder cuff repair surgery, the anchor could not be deployed. The anchor did not break inside the patient, it did not release. A backup device was available to complete the procedure with no delay and no patient injuries.

Event description:
It was reported that during a shoulder cuff repair surgery, the anchor could not be deployed. The anchor was broken. A backup device was available to complete the procedure with no delay and no patient injuries.